Event description:
Additional information received further reported that between (B)(6) 2016 and (B)(6) 2019, the patient experienced: abdominal pain, fever, urinary retention (non-coloplast sling placed as well as restorelle y), urinary tract infection (uti), cellulitis at left lateral port site, bacteriuria, rectal pain, dysuria, pelvic pain, lower abdominal pain, dysuria, sensation of constant needing to have bowel movement, vaginal discharge, dyspareunia, pain with lifting, pain starts in the perineum and radiates up toward the umbilicus, hematuria, frequent utis, pain with walking, urinary frequency and urgency, pain with lying down, abnormal gait secondary to pelvic pain, vaginal pain, pain from urethra to bladder, acute cystitis without hematuria, 5-mm apical mesh erosion, levator spasms, pudendal neuralgia, and recurrent rectocele. Further information received reported that the patient also experienced adhesions, fibrosis, and mild chronic inflammation. A urine culture was positive for escherichia coli. The patient underwent excision of vaginal mesh, lysis of adhesions, bilateral pudendal nerve block, and trigger point injections with botox.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast although not verified, the legal representative stated plaintiff has suffered severe pain with daily activities and intercourse. Plaintiff continues to suffer, multiple, severe and painful personal injuries, including, but not limited to, urinary incontinence, physical deformity, and the loss of the ability to perform sexually.